Manufacturer narrative:
The device has been received by inspach. If add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that during a 'lumbar disc foraminotomy' the hose "ruptured". The procedure was delayed for ten minutes. There were no injuries or medical intervention reported. There was no add'l info provided.